Manufacturer narrative:
The customer reports that the cns (central monitoring system) went into complete communication loss with their ICU department's telemetry group. While troubleshooting with nihon kohden tech support, the customer found an allied telesyn switch that was causing the problem. The switch was powercycled several times, and would light up as if several connections were present, even when no ethernet connections were present. The switch was swapped out to resolve the communication loss issue. An exchange switch as well as a spare was sent to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) went into complete communication loss with their ICU department's telemetry group.